Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with 25mm valve of a different model.  The reason for the explant was not reported.  No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was explanted and replaced due to increased gradients, aortic stenosis and pannus formation. Conclusion: without the return of the product, the root cause of the aortic stenosis and increased gradients could not be confirmed. If information is provided in the future, a supplemental report will be issued.